Event description:
Additional information obtained 9/9/20:the ar-4550 meniscal root repair kit had been opened. The flipcutter from the kit was used to drill the tibial tunnel. The passport cannula from the kit and the #0 fiberlinks were also used with the ar-12990 knee scorpion in trying to pass the sutures through the meniscus. The kit itself did not have any issue. It was just not able to be implanted because while trying to pass the sutures the jaw of the ar-12990 broke which lead to an abandonment of the procedure and retrieval of the broken piece. Since they did not have another knee scorpion device they had no ability to pass the sutures and therefore the menicscal root repair portion of the case was aborted. A second procedure may occur in the future depending on patient's follow up progress.

Manufacturer narrative:
The precise cause for a broken knee scorpion tip insert could not be determined. Confirmed the tip insert heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Broken tip insert was returned along with complaint device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the jaw broke off when grabbing the meniscal root. They had to make a larger incision in the back of the knee to retrieve the jaw. The case was not completed because they did not have another knee scorpion.